Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but no response has been received. The device was also discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave ablation catheter, the patient experienced an exacerbation of their congestive heart failure (chf). The event required an unspecified intervention and the patient was hospitalized. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.